Manufacturer narrative:
Concomitant medical products: dtmb2qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) and rv lead noise alert were activated during a high amount of appropriate therapies. The integrity of the rv lead was questioned by the physician following the multiple, appropriate therapies and it was noted the lead parameter were currently within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.